Manufacturer narrative:
Additional information was received that the physician believed that the lead was damage due to testing the splitter and the lead and it showed contacts that were not working. The physician suspected device malfunction with the explanted leads. Additional suspect medical device component involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a new pain in the area between the ipg as well as the midline incision site. The pain was noted to be very sharp and needle like sensation when walking even when the stimulator was turned off. The physician did not have a good explanation as to the source of the pain. The patient will undergo a procedure wherein the leads will be replaced; the ipg will be relocated and replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing a new pain in the area between the ipg as well as the midline incision site. The pain was noted to be very sharp and needle like sensation when walking even when the stimulator was turned off. The physician did not have a good explanation as to the source of the pain. The patient will undergo a procedure wherein the leads will be replaced; the ipg will be relocated and replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing a new pain in the area between the ipg as well as the midline incision site. The pain was noted to be very sharp and needle like sensation when walking even when the stimulator was turned off. The physician did not have a good explanation as to the source of the pain. The patient will undergo a procedure wherein the leads will be replaced; the ipg will be relocated and replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing a new pain in the area between the ipg as well as the midline incision site. The pain was noted to be very sharp and needle like sensation when walking even when the stimulator was turned off. The physician did not have a good explanation as to the source of the pain. The patient will undergo a procedure wherein the leads will be replaced; the ipg will be relocated and replaced.

Manufacturer narrative:
Additional information was received that the patient's surgery was cancelled due to the fact that he had been consuming liquids all day prior to the procedure. No date has been set yet for the surgery at this point. Malfunction was suspected for the splitters.

Event description:
A report was received that the patient was experiencing a new pain in the area between the ipg as well as the midline incision site. The pain was noted to be very sharp and needle like sensation when walking even when the stimulator was turned off. The physician did not have a good explanation as to the source of the pain. The patient will undergo a procedure wherein the leads will be replaced; the ipg will be relocated and replaced.